Event description:
New information states that the right atrial lead was capped and replaced on (B)(6) 2016 due to oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient that presented in clinic with atrial lead noise. Due to oversensing of the noise the patient had some episodes of inappropriate mode switch. The noise was reproducible with isometrics and pocket manipulation. Due to the noise being intermittent, the patient would continue to be monitored.